Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 325cc breast implants and experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.

Manufacturer narrative:
On 9/17/2019, mentor became aware that the patient rescheduled their explantation to (B)(6) 2019. On 10/7/2019, mentor became aware of additional information indicating the patient only experienced a rupture on the right side. The left side was found to be intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, the mentor failure analysis lab received the device for evaluation. On 10/18/2019, mentor completed evaluation of the device. During visual evaluation of the device is was observed six (6) tears (a,b,c,d,e and f,) three (3) tears (c, d and e) located in the anterior view and (a, b and f) in posterior view, measuring approximately 0.2 cm (a), 0.4 cm (b), 0.6 cm (c), 0.2 cm (d), 0.2 cm (e), additionally rupture f was noted within a crease, measuring approximately less than 0.1 cm. Microscopic examination was performed in ruptures a, b, c, d and e and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).